Event description:
Report received of an over-delivery. The pump was received in the biomedical engineering department with a note that read: "IV pump malfunction code 24. Fluid infused at rapid rate". Reportedly, the pump gave an audible alarm and displayed malfunction 24. The nurse removed the pump from clinical service and reported that the pump delivered an unspecified solution at a rapid rate. There was no reported adverse patient event. The customer reported that the event was determined to be due to user error. No details regarding user error were provided. Though requested, there was no further information available.